Manufacturer narrative:
No additional information is available. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) error. The device has been implanted for eight months. A memory download was performed and sent to boston scientific technical services (ts) for evaluation. A review of the data revealed that the battery is depleting faster than expected and the device should be replaced. No adverse patient effects were reported. This information was provided to the field representative who will communicate it to the physician. At this time, the s-ICD remains implanted.